Event description:
It was reported that the pacemaker measured normal parameters when it was interrogated, however the holter report clearly showed complete loss of capture and sensing failure with patient getting blackouts. The lead was checked on the table and it was found to be functioning fine. The cause for the sensing and pacing failure could not be established, so the lead and pacemaker were both replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. (B) (4) proximal conductor fractured; full lead analyzed.